Event description:
It was reported that the procedure was to treat a mid right coronary artery that is moderately calcified and mildly tortuous. A 2.75x33mm xience sierra stent was implanted; however, a long distal edge dissection was observed. A 2.75x23mm xience sierra stent was implanted to cover the dissection, another dissection was observed after the new stent was implanted. Therefore, a third 2.75x12mm xience sierra stent was implanted to cover the second dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.